Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that he continued to see subsurface nano glistenings in the company lenses periodically. Additional information has been requested and received stating that the lens remain implanted. Patient vision had not been affected. There was no further harm to the patient. Additional information received states that, in the surgeons opinion, iol material was noted to be caused or contributed to the event. It was noted that there might be a likely permanent iol opacity, but patient asymptomatic. Patients continue to have ssngs. Surgeon¿s prognosis was noted to be excellent from a symptom standpoint.